Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy for atrial flutter with rapid ventricular response. The patient was also noted to have back pain. The device remains in use. The physician discussed medication changes. No patient complications have been reported as a result of this event.